Event description:
Customer reported that during a hemodialysis treatment a pt had symptoms of air embolism while dialyzing on a meridian hemodialysis instrument. The pt informed a nurse that they were not doing well, was yawning and stated "they felt like something was caught in their chest". Microbubbles were noticed in the venous bloodline and going to the pt. The pt was given oxygen and saline and put in the trendelenberg position. Pt was reported to be fine when they left the center.